Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with oversensing and noise on the atrial lead. The lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.